Manufacturer narrative:
Three photos were provided to our quality team for investigation. One photo show five syringes with the stopper distorted condition, and the next two photos show close-up images focused on the stopper. The condition observed is non-conforming per product specification. Potential root cause for the stopper distorted defect is associated with the assembly process. A requalification for this defect was performed during the production of this batch, an adjustment was made, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 10ml ll bns stopper was jammed / insecure. The following information was provided by the initial reporter translated from german to english: so far, we have 8 syringes, art. 301029 lot. 4124548, where the rubber is not properly seated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.